Event description:
It was reported that during a lap colostomy procedure, the device was not sealing even when used while on minimum. Even when the settings were decreased to minimum, the device still did not seal. No error signal was displayed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Date sent: 11/14/2008. Evaluation summary: the analysis results found that the device was returned in good physician condition. The device was tested with a gen04 and was functional. The cutting of test media performed as expected. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.